Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a critical pump error and a broken forced sensor alarm. The customer¿s blood glucose level was 149 mg/dl at the time of incident. The customer states that they are unable to clear the alarm and unable to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error and unable to verify a broken force sensor was detected during seating or regular delivery because unit won't download due to moisture damage on the electronic assembly and motor home switch. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to moisture damage. (B)(4).